Manufacturer narrative:
The technician replaced the brake casters and installed a brake steer upgrade kit to resolve the issue.

Event description:
The account alleged the brakes would set but not hold. No pt impact.